Event description:
It was reported that while in the cath lab, the catheter was inserted via the patient's femoral artery. While inflating the balloon with air to move the balloon to the pulmonary artery, the balloon ruptured. As a result, the catheter was removed and was replaced with another catheter. There was no reported patient death or injury. Medical / surgical intervention was not required. There were no reported patient complications and the patient outcome is listed as good. Additional information received on july 08, 2012 stated the catheter was pretested and did not have any problems. The syringe used was the one in the kit. The user used another arrow catheter successfully.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.